Manufacturer narrative:
H3, h6: a manufacturer representative went to the site to test the imaging system. It was reported that system checkout was performed and was able to do several spins and 2d exposures. System was operational. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that after taking a scout shot (ap and lateral), the site could not proceed with taking a 3d spin. No error was displayed. The local representative (cs) tried pressing button several times, switched from hand switch to foot pedal and restarted the system with no resolution. Another imaging system was used at the site to finish the case. There was less than an hour delay to the procedure, and no reported impact to patient outcome.